Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time.

Event description:
During a rotator cuff repair using a truepass suture passer, it was reported that the needle broke inside he joint. The surgeon had to make two incisions to be able to remove the broken needle with forceps. No injuries or complications were reported as a result of this event.